Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue but was unable to repair the device. The device is undergoing evaluation but has not yet been completed.

Event description:
It was reported that, on start up, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event.